Manufacturer narrative:
The revision reported was likely the result of a combination of aseptic loosening between the femoral and bone and prosthesis wear. Femoral loosening may have led to an increase in cement and bone particles in the joint space, component malalignment and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis and subsequent loosening. Additionally, a likely contributing factor to the reported wear may have been the insert being packaged in a non-conforming vacuum bag for more than five years as the tibial insert exhibits signs of embrittlement. Potential contributions of user and patient-related considerations to the sequence of events could not be assessed. This follow-up report is being submitted to relay additional information.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2010. The patient had a recalled implant and was revised on (B)(6) 2023. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: 5528276 02-020-11-0220 truliant femoral component. H7: z-0021-2022.